Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, vyaire ts recommended further troubleshooting, for nt insp valve or insp block faulty.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows that the following: blower temp went above >139 degree celsius. Tf 240 & 241 is present. Mainboard could be damaged and need verification test. Insp valve calibration failed unable to calibrate and need to further troubleshooting. Multiple tf 271 & tf 388. Advised customer to troubleshoot o2 gas path. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator blower is damaged with multiple errors.the customer confirmed that there was no patient involvement associated with the reported event.